Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed during the initial call because the customer did not have a tubing clamp. However, the customer called back and the insulin pump passed the high pressure test. It was found that the customer does not rotate her sites well. The customer was advised of proper site rotation technique. The customer was also advised to discuss with her dr the possibility of scar tissue existing at the infusion sites.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.